Manufacturer narrative:
Serial number is not available at this time. Device manufacture date is not available at this time. RMA issued. Medtronic representative found the screw threading to be worn out as the main cause.

Event description:
Medtronic representative reported that open spine clamp was unable to tighten onto patient anatomy (spinous process) during the second 3d navigation spin. Long percutaneous clamp was used as a substitute for surgery continuation. The surgeon completed the surgery. There was no impact on the patient outcome.